Event description:
The surgeon reported a patient with a status post right cemented total hip that has had drainage from the surgical site. The primary hip was done (B)(6) 2012. Accolade cm. The surgeon decided to revise the hip and put in an antibiotic spacer. The surgeon proceed to carefully remove the stem and cement using a burr and osteotomes. Once removed, he proceeded to form an antibiotic spacer from an accolade 2 covered with the antibiotic laden cement. Once satisfied he began to close the surgical site.

Manufacturer narrative:
Clinician review of the provided medical records found no indication that the reported infection was related to the design, manufacturing, or materials of the hip implants. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon reported a patient with a status post right cemented total hip that has had drainage from the surgical site. The primary hip was done (B)(6) 2012. Accolade cm. The surgeon decided to revise the hip and put in an antibiotic spacer. The surgeon proceed to carefully remove the stem and cement using a burr and osteotomes. Once removed he proceeded to form an antibiotic spacer from an accolade 2 covered with the antibiotic laden cement. Once satisfied he began to close the surgical site.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade stem. The other devices noted in this report: unknown trident cup; unknown l-fit head; unknown x3 liner. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device not available.